Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen). Manufacturer attempted to contact customer with follow up phone calls for knowing customer's conditions and ensure the new product replacement resolved the initial concern;unable to talk to the customer.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 248 mg/dl at the hospital. Wife stated that today ((B)(6) 2016) husband obtained a result of 526mg/dl fasting at 12:30pm, and customer was not symptomatic. Wife took the husband to the hospital because of the result. The customer's expected fasting blood glucose test result range is 65 - 148 mg/dl. At time of call on (B)(6) 2016, the customer reported feeling well and did not report any symptoms. Wife stated that her husband had been in the hospital for surgery since (B)(6) 2016, and was discharged on (B)(6) 2016. Wife stated that her husband's glucose has been running "a little" higher than normal since the surgery. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strips had a poor storage(kitchen). Manufacturer attempted to contact customer with follow up phone calls for knowing customer's conditions and ensure the new product replacement resolved the initial concern; unable to talk to the customer.

Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. The customer is concerned with test results from results obtained of 248 mg/dl at the hospital. Wife stated that today ((B)(6) 2016) husband obtained a result of 526mg/dl fasting at 12:30pm, and customer was not symptomatic. Wife took the husband to the hospital because of the result. The customer's expected fasting blood glucose test result range is 65 - 148 mg/dl. At time of call on (B)(6) 2016, the customer reported feeling well and did not report any symptoms. Wife stated that her husband had been in the hospital for surgery since (B)(6) 2016, and was discharged on (B)(6) 2016. Wife stated that her husband's glucose has been running "a little" higher than normal since the surgery. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 05/14/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).